Manufacturer narrative:
An event regarding pain involving a ceramic head was reported. The event was confirmed following a medical review. Method & results: -device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. -medical records received and evaluation: a review by a clinical consultant noted: procedure-related factors: - excessive offset in the hip arthroplasty cannot be excluded as potential contributing factor due to absence of x-ray information but use of a larger offset version of the accolade-ii stem in combination with a short femoral head. Patient-related factors: - trochanteric bursitis is a benign age-related muscle atrophic condition usually independent of the presence of an arthroplasty. Device-related factors: - none. Diagnosis: "- trochanteric bursitis is a benign age-related muscle atrophic condition usually independent of the presence of an arthroplasty although excessive offset in the hip arthroplasty cannot be excluded as potential contributing factor due to absence of x-ray information with use of a larger offset version of the accolade-ii stem in combination with a short femoral head. -device history review: review indicates that all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review by a clinical consultant concluded: "trochanteric bursitis is a benign age-related muscle atrophic condition usually independent of the presence of an arthroplasty although excessive offset in the hip arthroplasty cannot be excluded as potential contributing factor due to absence of x-ray information with use of a larger offset version of the accolade-ii stem in combination with a short femoral head." If additional information and/or device become available, this investigation will be reopened.

Event description:
On (B)(6) 2014, patient has accolade ii left hip replacement in (B)(6) study. On (B)(6) 2015, patient reported pain on the operated side and limping. On (B)(6) 2015 bursitis was diagnosed and then infiltration on (B)(6) 2015.

Manufacturer narrative:
The following devices were also listed in this report: primary tritanium hemi solidback cup 50mm; cat# 500-03-50d; lot# 45928301, trident 10° x3 insert 32mm ID; cat# 623-10-32d; lot# 45759801, size 4 accolade ii 127 deg; cat# 6721-0435; lot# 45577207. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
On (B)(6) 2014, patient has accolade ii left hip replacement in (B)(6) study. On (B)(6) 2015, patient reported pain on the operated side and limping. On (B)(6) 2015 bursitis was diagnosed and then infiltration on (B)(6) 2015.